Event description:
X-rays revealed worn polyethylene component lysis around femoral component and medial tibial compartment. Femur removed and recut to medium. Lytic area under tibial component curretted out. Bone defects were filled with cement, femur replaced and tibia insert replaced. High activity level (tennis playing) and thin poly insert led to wear and replacement.